Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. As received, the battery charger/modem would reset. Upon evaluation, the battery charger/modem exhibited a flash memory failure at bga components u102 and u105 on ca board and liquid contamination was found on the battery board. Additionally, the antenna was broken off. The root cause for the liquid contamination was ingress of an unknown liquid. Root cause for the broken antenna is physical damage. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.